Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the video processor and the endoscope controller (ec) for failure analysis investigation. The units were analyzed and the following information was obtained: the video processor was analyzed and upon visual inspection, no issues were found related to the issue. The vp was installed onto a golden system where the component function as expected. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The ec was analyzed and found to have errors pointing to the power supply. These errors reoccurred when installed on an in-house system and the power supply was confirmed to be the source of the issue. The probable root cause is due to a failing power supply in the ec.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and when the system was powered on, a sound came in from the endoscope controller and burnt smell came through from the vent. The fse cycled the power again and the smell eventually went away. The fse also found no filters on the video processor and hence, ordered and endoscope controller (ec), video processor (vp) and filters. The system was verified and ready for use.

Event description:
It was reported that when setting up the system for the procedure, the customer observed an electrical spark and a ¿boom¿ sound when plugged in the vision side cart (vsc) power cord to a power outlet. The customer stated that there was no injury. Despite the incident, the system was used the next day without any issues. The customer would have an electrician test the outlet. There was no report of patient involvement.